Event description:
Event description boston scientific cardiac rhythm management (crm) received information that during the implant of this transvenous defibrillation lead, complete heart block was induced. No adverse patient effects have been reported.